Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had a damaged port. This issue was noted in the dispensing room before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed on the returned sample and revealed that the fill port connector cap was detached from the damaged fill port tubing. No thread damage was observed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.